Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2015-01104. Hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (m2) using a penumbra system 3max reperfusion catheter (3max) and a penumbra system aspiration pump max 110 (pump max). During the procedure, the physician inserted the 3max into the patient and switched on the pump max to begin aspiration of the thrombus. However, the physician was unable to confirm if any vacuum was being produced and noticed that only the fan was on. The physician attempted to aspirate the thrombus using a syringe and the 3max but was unsuccessful and withdrew the devices. The procedure was successfully completed using another manufacturer's device. There was no report of an adverse effect to the patient.